Manufacturer narrative:
On 4/21/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the tip of the sheath was found to be damaged. During the transseptal phase of the procedure, the physician found that it was difficult to make the puncture, citing a damaged sheath tip as the cause of the issue. No wires or braiding were exposed, but an uneven, sharp object was found protruding out of the distal end of the sheath. It is not known if there was any difficulty during insertion or removal of the catheter. The sheath was replaced with another, and the case was completed without any patient consequence. An object protruding out of the distal end of the sheath is indicative of a piece of the sheath becoming partially or completely detached. A separated piece could potentially embolize, resulting in ischemia or infarct. Additionally, intervention may be required to retrieve the distal portion of the catheter to prevent serious injury or death. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the tip of the sheath was found to be damaged. The returned device was visually inspected, and a bend was found on the preface body, 0.9 centimeters from the distal end. The outer and inner diameters of the catheter were measured near the bend, and were found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed, but the root cause of the bend cannot be conclusively determined. Neither the analysis nor the DHR suggest that the failure could not be related to the manufacturing process. However, handling and/or storage conditions may have contributed to the bend.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).